Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in loss of benefit. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.